Event description:
After a laparoscopic procedure, the screw at the end of the forcep was missing and was suspected to still be in the patient. An x-ray confirmed the presence of the screw. The screw was left in. Surgeon felt there was little risk in leaving the screw in place but should they choose to, it could be removed surgically.